Event description:
It was reported a spectrum pump had a "door not fully latched" alarm. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was reproduced as well as confirmed through review of the event history log. This condition was caused by loose link screws. The link screws were replaced.